Manufacturer narrative:
Per -1633 initial report, this initial report is being submitted retrospectively as per FDA reqyest. It was confirmed that post primary and pre revision x-rays, operative notes and the explanted devices were not available and thus there was only very limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted and thus corin now considers this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 2 weeks due to infection.